Event description:
The following is based on a review of the patient's medical records: on (B)(6) 2004, the patient underwent an open ventral repair of a subcostal hernia with implant of an alleged composix kugel mesh (mesh #1). On (B)(6) 2005,the patient underwent repair of incisional hernia using a composix kugel mesh (mesh #2). Doctor reports stated patient has a swiss cheese type abdomen with multiple defects. On (B)(6) 2011, the patient was admitted to the hosp with complaints of abdominal pain, nausea, vomiting and was admitted with a diagnosis of small bowel obstruction. On (B)(6) 2014, patient was diagnosed with abdominal wall abscess, probable infection of mesh #2 and underwent an I&d procedure. On (B)(6) 2014, the patient was diagnosed with mesh #2 infection. On (B)(6) 2014 - the patient underwent exploratory laparatomy with explant of infected mesh #2. Reported extensive lysis of adhesions and small bowel resection. Due to concerns of additional infection in the future it was decided to remove mesh #1 as well. On (B)(6) 2014, patient had multiple md visits and reported to be doing well.

Manufacturer narrative:
No conclusions can be made. A review of the device history records was performed and found no evidence of a manufacturing related cause for the reported event. Based off medical records, the mesh became infected. Medical records indicate the patient was treated for fistula and adhesions both of which are listed as possible adverse reactions in the instructions-for-use. No product was returned for evaluation. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. See MDR 1213643-2015-00135 for information related to the composix kugel mesh implanted on (B)(6) 2004. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.